Manufacturer narrative:
Please see report reference number 3002808486-2021-00132 for the cook gunther tulip filter. Occupation: non-healthcare professional. Investigation: the reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: tilt. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. (B)(4) devices in lot. To date, no other complaints have been reported against the lot. The associated work order was reviewed. No related/relevant notes were documented. The device is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Patient allegedly received a cook celect filter on (B)(6) 2014 via the femoral approach due to malposition of a previously placed cook gunther tulip which failed to open upon deployment. Per the implant report, the filter tilted slightly upon implantation. There are no allegations of serious injury. Per the celect filter placement: "...we selected a site just below the main body of l2 to put a second filter where we measured the diameter at 24.2 mm and well within the range for a celect vena cava filter. This was deployed from the femoral approach under direct fluoroscopic imaging and a completion venogram showed good flow around the filter, good opening of the filter itself, and there was a slight 10-degree angulation but the tip of the filter was not against the wall". "As the patient tolerated the procedure well, we placed sterile occlusive dressings and transferred the patient back to the ICU".